Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had been hospitalized twice on unknown dates because of faulty pump sites. The customer's blood glucose level was unknown. The customer was in the hospital for a week the first time. They also reported that the insulin pump would stop working for days at a time and they could not get through to them. The insulin pump will not be returned for analysis.